Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: mainboard defective. Correction: mainboard replaced.

Event description:
The following was reported to hamilton medical ag: summary: tf 431002, tf 431017, tf 446022, tf 446030 after start-up. Flow sensor is not able to calibrate.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: tf 431002, tf 431017, tf 446022, tf 446030 after start-up. Flow sensor is not able to calibrate.